Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. A review of the controller log files associated with the event captured in (B)(4) showed high power consumption. A rise in power consumption has been logged starting (B)(6) 2015 to a peak of 13.4 w on (B)(6) 2015 outside of normal power consumption. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing but failed visual examination and dimensional verification. Visual examination indicated mild to moderate abrasions on the lower housing surface and the matching inferior surface of the impeller. These mechanical abrasions, are indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. However, independent pathology report did not reveal evidence of thrombus within the pump. Dimensional verification also revealed a slight deviation from the front preload specification. However, per etr00435 this deviation is not expected to impact pump performance. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed include the patient's history of a calcified left ventricle, related comorbidities, and anticoagulation therapy. The root cause of the reported event cannot be conclusively determined; however, most likely root cause of the high power event can be attributed to ingestion of tissue. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the ventricular assist device (vad) engineer that this patient, who had a heavily calcified left ventricle (lv) upon implant, was experiencing high power alarms (as high as 15 watts). The site's assumption was that there was an ingestion. Tissue plasminogen activator (tpa) was administered without success. The patient was taken to the operating room for pump exchange. A picture of the explanted pump provided by the clinical specialist revealed a small ingestion of tissue. The patient has had no further issues since the pump exchange.